Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. During the revision procedure, insulation damage was visually confirmed. The rv lead was explanted and replaced to resolve the event.